Event description:
Customer reported experiencing a delay when using the screen. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, and no further information was obtained.